Event description:
A customer contacted baxter global technical services(gts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to turn the hc on. The tsr assisted the hp to cycle power to get to press go to start." The tsr then assisted the hp to disconnect and remove the cassette in order to discard the supplies. The hp was contacted on (B)(6) 2011 and had her daughter translate the conversation. The hp stated this was an isolated event. The hp stated that she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.